Event description:
On (B)(6) 2013, the lay-user/reporter contacted animas to report he had unexplained low blood glucose reading of 55 mg/dl about 2-3 weeks ago. At the time of concern, he had symptoms of sweaty palms and severe trembling and administered self treatment with a half gallon of juice. His blood glucose reading reportedly was up to 180 mg/dl two hours later. The date an d time of the low blood glucose incident is unknown. During troubleshooting, the reporter indicated that the basal setting and date/time is set correctly. There was no bolus insulin delivery issue. In addition, the reporter mentioned the date/time did not hold after he programmed it during the last 4-5 months. This complaint is being reported due to an unresolved insulin delivery and date/time issue. In addition, the patient had low blood glucose and symptoms that can be suggestive of hypoglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/27/2013 with the following findings: during investigation, a review of the pump¿s history showed the daily basal delivery total for (B)(6) 2013 exceeded the programmed basal rate; the black box on this date showed time and date resetting to default following a pump reboot at 4:59 pm; the time was manually set to 8:46 am. All other daily insulin delivery totals correctly reflected the user's programmed basal rates. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. Unrelated to the complaint, evaluation revealed that the internal clock battery on the printed circuit board had failed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.